Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side deflation and capsular contractures, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, white calcification on the surface of the shell, part of the shell is missing. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify an opening crease sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a crease sharp broken on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side deflation and capsular contractures, baker grade IV. The device has been explanted.